Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of investigation completed on 06/20/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/20/2014 with the following findings: the pump battery compartment was observed to be cracked below the pump grip pad. The pump was opened and there was no evidence of moisture inside the pump. Unrelated to the battery compartment crack, the pump label was found to be peeling off the pump. (B)(6).